Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that following a computed tomography (CT) scan, the programmer failed to interrogate an implanted device. Another programmer was used and interrogated successfully. The programmer remains in use. No patient complications have been reported as a result of this event.